Event description:
A physician reported that, upon attachment, an ophthalmic tip was observed to be bent during cataract surgery prior to patient contact. The procedure was completed on the same day using an alternative tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).